Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. Physician confirmed that the patient's lead is too close to the spinal cord and therefore need to revise the lead to another location. Additionally, patient was experiencing shocking sensation at the ipg site. As a result, surgical intervention may take place at a later date to address these issues.

Manufacturer narrative:
Date of event iis estimated.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4- patient weight the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.